Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a keypad anomaly. The down arrow and the button to the left were unresponsive. Customer's blood glucose level was 8.2 mmol/l. The device was not returned.

Manufacturer narrative:
Device received with intermittent button response during testing due to broken trace on keypad assembly. No unlocked keypad connector noted during visual inspection. Device also received with cracked case (battery tube) and faded serial number label.